Manufacturer narrative:
Field advisory number: z-2492-2015. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. No suctioning occurred. The thumb valve was fully depressed and suctioning occurred. The valve was placed in the locked position. Suction occurred in the locked position. A review of the device history record for lot number m5131t616 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers) .

Event description:
It was reported on (B)(6) 2015 that the customer received another suction catheter this morning. The catheter was placed on a new ventilator after intubation. And had low tidal volumes and was not ventilating. The catheter was replaced and volumes returned to 200-300 with no further issues.